Event description:
Customer reported sporadic events of weak 1+ (B)(6) reactions to the anti-b microwell to the abd/rev gel cards lot# 102414037-15 using manual gel method. Customer reports the issue began approximately on (B)(6) 2015. Patients were tested in the listed lot of cards and weak 1+ reactions were noted to sporadic patient samples. The customer describes these reactions as appearing to be a blood group of a pos with satisfactory results in the control wells and their reverse typing, with the exception of the weak reactions in the anti-b wells. Customer indicates that the testing would be repeated using the same cell suspension in the manual gel method and by the traditional tube method using a 3% cell suspension of the patient cells and the (B)(6) to the anti-b wells would not be duplicated. Clear negative results to the anti-b well and by tube would be observed. Customer reported that all affected patients were confirmed to be a blood group of "a" after further troubleshooting. No incorrect or erroneous results have been reported as a result of this issue. All gel cards confirmed to have normal appearance and stored according to the IFU indications. Foils confirmed to be intact and secure. Customer's reported concern is not observed with their quality control. Customer uses 2 samples for qc; 1 blood group ab and the other type o.

Manufacturer narrative:
Ocd performed retain testing, return testing, batch review and complaint review by lot. All results were satisfactory. (B)(4). This is 8 of 8 reports.